Manufacturer narrative:
E1: initial reporter facility name: (B)(6) clinic.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 4.00mm wolverine cutting balloon monorail was selected for use in a severely calcified lesion. During first inflation, it was noted that the balloon ruptured in a pinhole form at 10atm for 30 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good post procedure.